Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain upper, pelvic pain, endometriosis of pelvic peritoneum and endometriosis. Concomitant products included fexofenadine hydrochloride (allegra) and medroxyprogesterone acetate (depo provera). In (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced migraine ("migraine/headache"). In (B)(6)2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2006, the patient experienced alopecia ("hair loss."). In (B)(6)2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6)2011 and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the fatigue, weight increased, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain upper, pelvic pain, endometriosis of pelvic peritoneum and endometriosis. Concomitant products included fexofenadine hydrochloride (allegra) and medroxyprogesterone acetate (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraine/headache"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced alopecia ("hair loss."). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the fatigue, weight increased, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: lot number added. Previously reported event injury was updated with new events. Following events were added: abnormal bleeding (vaginal, menorrhagia), weight gain, hair loss, fatigue, migraine/headaches, abdominal pain. Concomitant condition, products and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.